Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. No patient involvement. No adverse event or harm reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The reported problem was confirmed. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.